Manufacturer narrative:
The t:slim pump user guide indicates an incomplete bolus alert will occur if the user begins to program a bolus but does not complete the request within 90 seconds. The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer stated that a bolus was delivered about an hour and a half prior to receiving the incomplete bolus alert. It was confirmed, via the bolus history, that the bolus was completed; however, blood glucose level was reported to be elevated. The customer does not remember interacting with the pump or going into the pump screen prior to receiving the alert. During troubleshooting, pump data was reviewed and indicated that there was an interaction with the pump in which the screen was unlocked.